Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed. Blank fields on this form that have not been previously submitted indicate the information is unknown or unavailable.

Event description:
The complainant reported that the guide wire was missing from set. The physician had to use another guide wire to perform the emergency cricothyrotomy on the patient with the melker emergency cricothyrotomy catheter set. There were no reported adverse effects to the patient as a result of the product problem.